Event description:
It was reported that on the last treatment, the diamondback 360 coronary orbital atherectomy device (oad) stalled. An attempt was made to start the oad again, however, the device stalled again. It was suspected the crown became caught in a dissection flap. The oad was removed and the vessel was treated with a balloon. Angiographic imaging was performed it was was suspected the balloon treated the dissection. The dissection was not visible prior to atherectomy. There was no clinically significant delay to the procedure and no patient adverse effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.